Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding. Unable to verify low reservoir anomaly or perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. No unexpected no delivery/occlusion alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no reservoir alarm on 20-sep-2025 at 16:38:45 during basal delivery. Pump was cut open to perform visual inspection and found jammed motor gearbox. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no physical damage found on the pump case. Pump error 38 alarm due to jammed motor gearbox. Low reservoir anomaly was unknown. No reservoir alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged low reservoir displaying on pump, but the reservoir is new. Customer kept changing the reservoir and still saying low reservoir 5 units left. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.